Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc201000/06042483 UDI (B)(4) and pxc201400/05957738 UDI (B)(4). Patient comorbidities: aaa, acute mi, acute systolic heart failure, aortic root enlargement, aortic regurgitation, cad, chf, hypertension, kidney stones, mitral regurgitation, nstemi, shingles, and sick snus syndrome. Patient medications: amlodipine, apixaban, aspirin, zetia, lasix, and toprol-xl the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2008, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images revealed the patient had a distal type I endoleak (date and modality of images is unknown) in the left common iliac artery. There is aneurysm sac enlargement reported (amount is unknown). The cause for the type I endoleak is unknown. There was a reintervention on (B)(6) 2020. The physician implanted a gore® excluder® contralateral leg endoprostheses bilaterally and extended already implanted device in the right and left common iliac arteries. The end result was successful with no endoleak. The patient tolerated the reintervention procedure. It is unknown which implanted devices had the endoleak, therefore, all implanted devices will be included in this event.